Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Additional information was obtained indicating that the cause of noise was not identified and that it was likely coming from another source in the room. This ra lead was abandoned surgically. No additional adverse patient effects were reported.